Event description:
It was reported to philips that the system failed to expose, there was a cooling unit issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, and the procedure was completed as planned with just fluoroscopy, no graphy. A philips field service engineer (fse) inspected the system on-site and found that the system failed to expose. Analysis of the log file showed the clm flow switch opened: no exposure, low load fluoro. The findings of the log file, combined with the fse's findings, indicate that the cause was an oil leak, which confirms the reported malfunction. Upon troubleshooting, the fse found that the cooling unit has a leak. The fse diagnosed the problem as a leak in the cooling unit. This oil leak was affecting the reliability of the cooling circuit, leading to the system's inability to perform x-rays. To resolve the issue, the fse replaced the cooling unit, restoring the system to good working order. The defective cooling unit was returned to philips for detailed failure analysis. The analysis identified that the leak occurred at the de-aerating hose of the cooling unit. After replacing the cooling unit, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported exposure issue did not impact the completion of the procedure. The procedure was completed as planned, with no impact on the patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.